Manufacturer narrative:
Conclusion: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The recipient's hearing performance with the device was affected; the recipient was responding to speech and sounds before. No trauma was reported.the recipient will be re-implanted, however no date for surgery has been set yet.

Event description:
The recipient's hearing performance with the device was affected; the recipient was no longer responding to speech and sounds as before. No trauma was reported.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance is affected; the user was responding to speech and sounds prior to this time. Further intervention is considered.